Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. Data logs show a 'placement signal not reliable' alarm after the pump started and persisted throughout the case. The optical signal not reliable (psnr) values dropped to zero, and the contrast value decreased to 7. Gain, light, and lamp parameters remained constant during the psnr issue. According to the clinical details, the doctor witnessed the opening and insertion of the impella with no abuse or noticeable damage occurring during the opening or handling of the pump prior to insertion. The cause of the optical signal issue was not determined since product was not returned. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the impella cp was implanted successfully but upon start up placement signal not reliable alarm occurred. Pci procedure was completed with no issues. Impella flows and motor current were present and normal for patient support. Patient¿s act values remained therapeutic throughout the pci procedure. Impella weaned down and explanted without incident.